Event description:
During preparation for saphenous vein harvesting procedure, the hospital reported the scope had blurry vision. No further information was provided. The hospital did not report any patient complications.